Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced bent cannula issue in 8 or 9 infusion sets in the two months prior to this report. Due to this, she was not getting any insulin and had been vomiting for four days. She changed sites and took a trip for four hours. When she returned, she felt very tired and was vomiting. She had high blood glucose level reported to be 675 mg/dl, at the time of this incident, which she tried to self-treat with a bolus. Subsequently, she was admitted to the hospital due to diabetes ketoacidosis and blood glucose level was 119 mg/dl, at the time of hospitalization. Her blood glucose level was monitored every hour and she was given insulin in the hospital. Additionally, her white blood cells count and triglycerides were brought back to normal. The patient was hospitalized for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.